Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device coding - use after expiration. The device was not returned for analysis. The investigation determined the reported device expiration issue appears to be related to the use error. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use states: note the product use by date specified on the package. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented the night before with non-segment elevation myocardial infarction (stemi) and was experiencing chest pain. The following day a guide wire was used to cross a chronic total occlusion that was found in the proximal right coronary artery (rca). After the guide wire crossed the lesion, an aortic dissection and a perforation were noted in the prca. A 4.5x19mm graftmaster stent system was advanced toward the perforation, the system was inflated and the stent was deployed without issue. Due to the length of the perforation, a second stent was required, so a 3.5x19mm graftmaster stent system was advanced toward the perforation, the system was inflated and the stent was deployed. Although the perforation was sealed the patient's aorta was unraveling due to the dissection which occurred prior to use of the two graftmaster stents and the patient was experiencing angina; thus, the patient was sent to the operating room for surgical repair. No additional information was provided. The graftmaster stent was determined to have been expired at the time of use.